Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as "(B)(6)". Phone number was provided as "(B)(6)". Fax number was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for a total of five patient samples tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). The samples were measured between (B)(6) 2016. All erroneous initial results were reported outside of the laboratory. The first sample initially resulted as 0.100 miu/ml accompanied by a data flag. The physician doubted the result, so he asked for a repeat of all samples that had results flagged less than the measuring range of the assay. The first sample was repeated on (B)(6) 2016, resulting as 713.0 miu/ml. The second sample, from a (B)(6) female, initially resulted as 0.100 miu/ml. The sample was repeated, resulting as 15668 miu/ml. The third sample, from a (B)(6) female, initially resulted as 0.100 miu/ml. The sample was repeated, resulting as 1900 miu/ml. The fourth sample, from a (B)(6) female, initially resulted as 0.100 miu/ml. The sample was repeated, resulting as 3199 miu/ml. The fifth sample, from a (B)(6) female, initially resulted as 0.100 miu/ml. The sample was repeated, resulting as 2612 miu/ml. The patients were not adversely affected. The hcgb reagent lot number was 144782. The reagent expiration date was asked for, but not provided. The field service engineer checked a seal piece, cleaned pre-wash tubing, replaced pinch tubing, replaced and adjusted the sample probe, and replaced a measuring cell. No additional issues have been observed by the customer since (B)(6) 2016. Investigations agree with the findings of the field service engineer. The parts serviced by the engineer are possible root causes for incorrect performance of the instrument.